Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger for the ilet system was not functioning properly, requiring the caregiver to hold the cord in a specific position to initiate charging, and a replacement charger was provided. Symptoms included no adverse health effects and no changes in blood glucose attributed to the charging issue. Outcomes included no impact on therapy, no alerts or alarms, and no need for medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a suspected charger hardware or cable connection issue. It was concluded that the event was related to a charger malfunction without clinical consequence.